Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, this right atrial (ra) lead was initially placed without issue. While an left ventricular (lv) lead was being placed, this ra lead dislodged. An attempt was made to reposition the ra lead; however, the terminal pin on the lead pulled away from the lead body. The ra lead was extracted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspections noted that the insulation was torn around the lead¿s circumference approximately 18 mm from the terminal pin. The silicone molding and inner insulation was also torn. The outer conductor coil was stretched in this location and was pulled to the point of fracture at the weld location. It was determined that this type of damage is caused by the lead's terminal pin being held in place by some mechanism while the lead body is pulled with significant force. The manufacture records were reviewed for this lead and it was confirmed that it was manufactured appropriately and no issues occurred during the process. Resistance testing was completed to assess lead electrical performance and the measurements confirmed that the anode coil was not electrically continuous. Laboratory analysis was unable to confirm the lead dislodgement; however, it was able to confirm that the terminal pin had pulled away from the lead body. It was determined that the damage to the lead was a result of the terminal pin being held in place while force was applied to the lead body.